Manufacturer narrative:
D6; device returned with no lot identification. H6; damaged jaws.

Event description:
It was reported the device was used during an unk procedure. It was reported that the device was dropping clips. There was no pt consequence.